Event description:
It was reported that a catheter issue occurred. The 99% stenosed lesion was located in the common iliac artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck in the lesion. The tip of the catheter twisted and could not be straightened, making it difficult to remove from the sheath. The sheath, ivus catheter, and guidewire were removed together in the operating room via a cut-down in the inguinal region. The physician pulled it out, and the procedure was completed with another device of the same type. There was no patient injury, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks and a twisted section on the imaging window, as well as an entangled guidewire. Microscope inspection confirmed kinks in the imaging window assembly, and the twisted section appeared cut. The guidewire exit port was also found to be damaged.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed lesion was located in the common iliac artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck in the lesion. The tip of the catheter twisted and could not be straightened, making it difficult to remove from the sheath. The sheath, ivus catheter, and guidewire were removed together in the operating room via a cut-down in the inguinal region. The physician pulled it out, and the procedure was completed with another device of the same type. There was no patient injury, and no complications were reported.